Manufacturer narrative:
The reported run-on was confirmed by a manufacturer service technician through functional evaluation. Upon disassembly, a failed e-box was identified, which can cause run-on.

Event description:
It was reported that at the user facility the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. Upon follow up, the user facility was not able to provide any further information regarding the reported event.